Manufacturer narrative:
G1 mfg contact address 1: corrected. One device was received for evaluation. Visual inspection was performed. Functional testing was able to determine that the anomaly in the downstream occlusion sensor was the root cause. The sensor was replaced, and the device then passed all testing criteria. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the downstream occlusion alarm was not working. There was patient involvement, but no patient harm reported.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.